Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found cut tubing at pinch valve vl48. The fse replaced the tubing and the instrument ran without any leaks. Repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from a coulter lh 780 hematology analyzer. The volume of the leak was less than 50 ml and was not contained within the instrument. The instrument operator was wearing gloves, goggles, and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.